Manufacturer narrative:
(B)(4). Result: dissection. Conclusion: dissection. Unable to follow up.

Event description:
The physician was treating a 70mm lesion in the external iliac artery which exhibited 70% stenosis, moderate calcification and was non tortuous. The lesion was pre-dilated with an admiral xtreme balloon. The balloon expansion caused the atherosclerotic plaque fracture and dissection of the arterial wall. A complete se stent was implanted to complete the procedure. Patient status post procedure is good. Cine image review cd images of the procedure were received with pre-treatment and balloon inflated angiographic images. There were no images related to dissection captured on cine.